Event description:
It was reported that device was found in reset mode in the box. The device was not used for implantation.

Manufacturer narrative:
The device was found to be in bvvi mode upon received. Analysis of the device image suggested that the device reset on (B)(6) 2014 due to parity error. The reset was reproduced when the device was soaked at 5°c. The device reset due to exposed to extreme temperature.

Manufacturer narrative:
(B)(4). The device reset was due to exposure to extreme temperature. (B)(4).